Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, varying-colored images (purple/green) were detected. By disassembling the device and testing the components individually, the image error back was traced to the cable unit. Additionally, the following was found during investigation: the video cable is overstrained. The light-guide fiber composite at the distal end is damaged by external force (impact, shock, accidental dropping). The following possible causes were identified: cable pins of odu connector were too small for shield cables. Sealing compound within odu connector did not seal the soldering joints and bare cable contacts completely against steam.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope had lines in the image. The issue occurred during an unknown procedure. The procedure was completed successfully without patient harm or delay of the procedure. There was no harm or user injury reported due to the event.